Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button is getting stuck. Reportedly when the button is pressed the quick bolus feature gets initiated. The customer stated they just tap the button and does not hold the button down. As a result, the customer has received quick bolus alert indicating a quick bolus was initiated 3 times and not delivered. In addition, the screen does not always come on when the wake button is pressed due to the button getting stuck. Customer reported blood glucose (bg) level was 296 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.